Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements. The lead was found to have dislodged. A revision procedure was performed and the lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements. The lead was found to be fractured; noticeable conductor separation was noted on a chest x-ray. A revision procedure was performed and the lead was surgically abandoned. Additional information was received indicating the lead was fully explanted three years later during a therapy upgrade procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was recieved indicating that this right ventricular (rv) lead also exhibited pacing inhibition while in service. No additional adverse patient effects were reported.